Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, device history record review, field data review and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42323ud00 and complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median values (for the negative population) for the complaint lot are within the established limits. Labeling was reviewed and sufficiently addresses the customer's issue. An in-house testing of a retained reagent kit of the complaint lot was performed using panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 42323ud00.

Event description:
The customer observed false positive architect total b-hcg results for one female patient. The patient initially performed a commercial pregnancy test after her menstrual cycle was delayed which generated a positive result. The patient then encountered some bleeding which led her to take another commercial pregnancy test and the result was negative. The patient then decided to have testing done at the laboratory. On (B)(6) 2022, after three positive architect total b-hcg results, the gynecologist diagnosed the patient with ectopic pregnancy and prescribed methotrexate to the patient. There was no harm to the patient. On (B)(6) 2023, since the patient¿s architect total b-hcg result was still elevated, the sample was retested using another method (method unknown) which generated a result of 0 miu/ml. The following data was provided: (B)(6) 2022 result = 77.08 miu/ml (positive). (B)(6) 2022 result = 68.63 miu/ml (positive). (B)(6) 2022 result = 69.88 miu/ml (positive). (B)(6) 2023 result = 68.68 miu/ml (positive); retested on (B)(6) 2023 using another method = 0 miu/ml (negative). (B)(6) 2023 result = 67.28 miu/ml (positive). (B)(6) 2023 result = 78.21 miu/ml (positive). (B)(6) 2023 result = 79.49 miu/ml (positive). One of the samples was tested at another lab with architect i1sr51290 which generated a result of 50 miu/ml (positive). The customer considered all the architect total b-hcg from (B)(6) 2022 to(B)(6) 2023 as false positive results. The patient sample was also tested for possible interference and there was no significant change in the results. The following data was provided: result from untreated sample = 67.8 miu/ml. Heterophilic blocking tube (hbt) result = 67.6 miu/ml. Non-specific antibody blocking tube (nabt) result = 66.0 miu/ml. On 08feb2023, the customer provided additional information. The other methods that were used to retest the sample from (B)(6) 2023 were roche cobas c8000 and beckman access. The retest was performed on (B)(6) 2023. The following results were provided: roche cobas c8000 result = < 0.2 miu/ml (negative). Beckman access result = < 0.2 miu/ml (negative). No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.